Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue during priming process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported being unable to exit the load reservoir process. The customer also attempted to complete again, but the pump could not complete the load reservoir process. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was that the device will be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomalies noted. Unit successfully downloaded to thump. Confirmed pump alarmed 6 pump error 43 alarms between on 04/16/2025 between 12:55:07.000 and 16:18:32.000 in pump downloaded history due to corroded motor home switch. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded motor home switch. The p-cap/reservoir does lock properly. Pump passed required testing, and no prime fill anomaly noted during analysis. However, confirmed pump alarmed pump error 43 in pump downloaded history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.